Event description:
A (B) (6) male patient contacted lifecor customer support to report that he is getting constant "adjust belt" messages. Support sent a patient services representative (psr) to replace the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: the electrode belt was evaluated and found to be fully functional. It was retested and restocked. The patient received a replacement electrode belt. The patient had ended use on (B) (6) 2009 and returned the rest of his equipment on 05/20/2009. The monitor went through the refurbishment process and was tested and was found to have corrupted ECG signals. The cause of the monitor's corrupt ECG signals was a faulty pld (u705) on the computer/analog pca within the monitor. U705 is a irf7507, dual n & p channel mosfet. The root cause of the u705 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u705 failure.